Manufacturer narrative:
The device was not available for evaluation. No determinations can be made as to the cause of the reported issue.

Event description:
It was reported that a revision was done to remove a fortify I small cage that lost height post-operatively.

Manufacturer narrative:
The device was returned for evaluation. The implant was subjected to a micro CT scan and an examination of those images shows that the components of the implant appear intact. The lock is in the correct position in relation to the locking mechanism of the gear. The post on the top of the lock appears undamaged. The exact cause of the reported issue could not be determined.

Event description:
It was reported that a revision was done to remove a fortify I small cage that lost height post-operatively.